Event description:
The customer reported to olympus, the camera head image darkened and the visual field suddenly disappeared during preparation prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. However, it was noted, it had a blurry image, a penetration of humidity and an air leak at the cable unit. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event and on the legal manufacturer's final investigation. New information added to the following fields: b5 and h6. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been almost 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely cause of the no image was the video function did not function properly due to a water invaded cable. The cause of the water invaded cable has not been determined. Olympus will continue to monitor the field performance of this device.

Event description:
According to the reporter, the event occurred prior to an unknown diagnostic procedure. The procedure was completed with a similar device. There are no additional details regarding the patient or event.